Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested to replace the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).